Event description:
It was reported that the patient was admitted to the neurosurgery on 2013-(B)(6) because of an infection in the area of the stimulator (abdominal) which had been changed 11 days prior. The patient had an implant site infection. The stimulator was surgically removed from abdominal and a new one was placed left subclavian. The event was possibly or certainly related to the surgery. The event resulted in hospitalization or prolongation of hospitalization. The outcome was resolved completely.

Manufacturer narrative:
(B)(4)